Event description:
This 62-yr-old pt had bilateral subcutaneous mastectomy 6/74 for fibrocystic disease. At present time she has pain in the breast, night sweats, myalgias of the legs and fatigue. The pt had a bilateral periprosthetic capsulectomy with removal of the implants. The right implant was intact, the left implant was sticky with a small tear.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.